Event description:
The customer states that as part of their quality control, they run one pt sample on two different architect i2000 analyzers. For the architect bhcg assay, the sample read 9000 miu/ml on one analyzer and 27,000 miu/ml on the other analyzer. The customer retested the sample on both analyzers and received the same results of 9000 and 27,000 miu/ml on each. The customer states that the result of 27,000 miu/ml is the correct result. The customer is requesting a svc call. The fs rep inspected the instrument replacing the reagent 1 (r1) probe and calibrating the reagent pipettor. Controls run to verify performance of the system and recovered within acceptable range. An abbott field svc rep inspected the instrument, replacing the reagent 1 (r1) probe and calibrating the reagent pipettor. Controls run to verify performance of the system and recovered within acceptable range. The analyzer's system logs are currently being reviewed. There is no impact to any pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.